Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime compromised force sensor system alarm and excessive no delivery test due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that the insulin pump had keypad anomaly and trouble with insulin pump going back. The customer stated that down arrow key will not work and has been this way for a couple of days. The customer stated that time get advanced when they observe clock. The customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. The customer advised the pump will need to be replaced. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.